Event description:
It was reported an implant fractured at the collar at tooth site #44 from bridge between 44-46. Implant bottom was broken during removal process. Implant was completely removed. Symptoms as a result of the event: pain and inflammation. Additional appointment is required but not appointed yet. Doctor also stated the implant at tooth location #46 was fractured in other event and also removed.

Manufacturer narrative:
Zimvie complaint number: (B)(4). D10. Concomitant medical products unknown zimmer implant, unknown lot number therapy. Additional implant fractured at #46 represented by (B)(4).

Manufacturer narrative:
Zimvie complaint number (B)(4). Zimvie received one (1) unknown zimmer implant for evaluation. Visual evaluation was performed; a fracture has been identified on the implants collar. Device history record (DHR), sterilization, and complaint history review could not be performed, as the subject lot number associated with the unknown zimmer implant is not available. Zimvie quality management system (qms) has controls in place to prevent the distribution of non-conforming product and ensure the product is within specifications. Based on the investigation and risk management file review, the most likely root cause determined from the investigation was clinician selects implant that is unable to resist long-term occlusal loading. Therefore, based on the available information, a device malfunction did occur. The fracture has been identified on the collar. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
No further event information is available at the time of this report.